Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on 9/8/2017 stating that this lead has impedance spike to >3000 ohms on (B)(6) 2017. The stored events show mv chop on the egm also on (B)(6) 2017, this is due to a discontinuity on the ra lead on (B)(6) 2017 and this could be due to lead fracture, insertion issue or spring contacts in the header of the ra lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).